Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
When doctor used twin hook (90 mm), hook went out a bit from pin. The pin couldn't pass a barrel. Although the doctor tried to draw in the hook, the hook came out from the pin. The doctor used 85mm pin instead of 90mm pin.

Manufacturer narrative:
This investigation shall be performed by the legal manufacturer elos. All information received have been forwarded to elos for complaint investigations and regulatory reports. This record can be closed.

Event description:
When doctor used twin hook (90 mm), hook went out a bit from pin. The pin couldn't pass a barrel. Although the doctor tried to draw in the hook, the hook came out from the pin. The doctor used 85mm pin instead of 90mm pin.